Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the needle driver instrument was moving in the opposite direction. The instrument was used on patient side manipulator (psm) 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted errors 31009/23300 on the instrument sensor missing on psm3 and tool engagement failure on the psm 3, disc 1 was not engaged. The tse recommended customer to reseat the sterile adapter and instrument or try a new instrument. The customer stated that the surgeon started working again and it seemed like it was working as expected at the time of the call. The customer later called back and stated that they replaced the instrument with no change. The tse suggested to reseat sterile adapter which customer performed with no change. The customer confirmed that it was better after instrument replacement. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The needle driver instrument was analyzed, and failure analysis investigation did not confirm nor replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was fully functional. No product issue was identified. Additional observation(s) not related to the customer reported complaint was also identified: the needle driver instrument was found to have mechanical indentations/burrs at the grip tips. Intuitive surgical, inc. (Isi) also received the patient side manipulator involved with this event to perform failure analysis. The psm was tested on an in-house system and started up in normal mode without triggering any errors or faults. The psm was tested for engagement and driven around, and the unit had functioned as expected with no issues. The psm passed all other tests.